Event description:
An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to a motor stall. The pump has "been empty" and the patient left the hcp office and the pump started to alarm again. The patient experienced a return of pain, shakiness, and sweating. A pump telemetry strip noted the pump contained morphine 10 mg/ml at 0.801 mg/day and ketamine 50 mg/ml 2.5 mg/day. The low reservoir alarm occurred (B)(6) 2012; the empty reservoir alarm occurred (B)(6) 2012. A motor stall occurred (B)(6) 2012. Motor stall recovery occurred (B)(6) 2012. The patient outcome was reported as recovered without sequelae, but was "still having chronic" and the reporter planned to discuss a pump dose adjustment with the pump managing hcp.

Event description:
Additional information: it was reported that a motor stall occurred without recovery. The patient felt withdrawal like symptoms around the time of pump refill on (B)(6) 2012 and the patient had increased pain following. The patient was in the hospital "for other reasons" at the time. Interrogation of the pump showed that the motor stall occurred on july 7 and pump period may exceed tube set on july 9. No alarm was heard. The cause of the motor stall was unknown; however, the patient had major abdominal surgery just prior to the motor stall and was reported to have occurred on the same day. Interrogation of the pump and a bolus dose were attempted but were unsuccessful. At the time of the report the patient was being treated with other pain management techniques and had no symptoms of withdrawal. The device system was reported to have delivered 1.4mg/day morphine and 7mg/day ketamine.

Event description:
It was reported that the pump was replaced in (B)(6) 2012.

Manufacturer narrative:
Catheter: model 8709, lot# j0056640r, implanted: (B)(6) 2001, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).